Event description:
It was initially reported that the device was being used on a sheet of harvested skin and it stuck to the cutter resulting in the skin being chewed. No further information was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was manufactured on 04/26/2005 and has no repair history at zimmer surgical since (B)(4) 2011. Customer returned a zimmer skin graft mesher device, serial number (B)(4), for evaluation. Customer also returned a 1.5:1 ratio cutter serial number (B)(4), a 2:1 ratio cutter serial number (B)(4), a 3:1 ratio cutter serial number (B)(4), a 4:1 ratio cutter serial number (B)(4), a ratchet and a case. Investigation revealed damage to the comb, roller, roller gear and left hinge top. Prior to repair, the test mesh and calibration check were not performed due to the bent comb. The 2:1 ratio cutter, serial number (B)(4), did not produce an acceptable test mesh and was returned to the customer as non-repairable. All other cutters passed cutter evaluation and were returned to the customer. Repair of the device included replacement of the roller, roller gear, comb, ball detent and left hinge top. The customer's reported event was most likely due to improper handling the user. It is unknown which cutter was utilized during the event; however, the damage to the 2:1 ratio cutter, due to improper handling, could have led to the reported event as well. Additionally, per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance recommended to verify continued accuracy." The device was repaired and returned to the customer.